Manufacturer narrative:
A model number and manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that a tampon broke apart in pieces during removal. The consumer was able to remove the tampon pieces.